Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 813mg/dl, and his blood glucose was treated with an insulin drip. Troubleshooting was performed. The customer stated that his blood glucose was high the night before and was found that he has kidney infection. The caller mentioned receiving no delivery alarms during bolus. Assisted the customer to run a fixed prime test and the insulin did exit. Instructed the caller to remove the cannula and it was bent. Suggested the customer to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.